Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed.

Event description:
The following article was presented at the first world congress of neural monitoring in thyroid and parathyroid surgery on (B)(6). The article was titled, "case report of cardiac arrest with intraoperative vagal stimulation" by (B)(6). The article discusses two cases where the medtronic 3.0 nim with a default stimulation voltage of 1ma was used. In each case, severe cardiac complications seemed to be the result of vagal nerve stimulation during surgery. In event 2 of 2 (event 1 will be reported on medtronic (B)(4)), it was reported that during a modified radical neck dissection, the vagal nerve was stimulated and the patient experienced a long sinus arrest/asystole, which promptly responded to intravenous ephedrine. Postoperative examinations revealed no signs of cardiac disease. The discussion section of the article states that intraoperative vagal stimulation might be associated with profound bradycardia or asystole in elderly patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.